Event description:
It was reported that the customer reseated the graphic user interface (gui) connection and the display on the ventilator went blank. The unit can be heard operating in the back ground just no display. No patient involvement.